Event description:
It was reported that sterility was compromised. During preparation of a 5.0mm x 60mm x 135cm (4f) sterling balloon catheter, it was noticed that the inner device pouch was slightly open upon inspection. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported.